Event description:
Product did not deploy properly. A new proglide had to be opened to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for proglide, (brand not provided) (per site reporter). Rep to pick up product for evaluation.